Manufacturer narrative:
The balloon catheter 2af283, with lot 46528, and the data files were returned and analyzed. The data files indicated seven applications were performed with a non-reportable balloon catheter on the date of the event. The returned files confirmed the 50024 system notice indicating that there was a problem with the refrigerant port as well as 50012, indicating that the refrigerant delivery path was obstructed. The reported system notice, 50005, indicating that the safety system detected fluid in the catheter and stopped the injection was not confirmed. Smart chip verification showed that the catheter has been used for 2 applications on date of event. The catheter failed performance test due to system notice 50012, refrigerant delivery path obstructed and 50002, electrical component failure. A pressure test showed a leak through the tip of the catheter and a guide wire lumen breach. Further analysis showed guide wire lumen breach and a kink at two locations within the balloon segment at 1 and 1.5 inches proximal from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.